Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
It was reported that one month post implant, an increase in capture threshold and decrease in sensing were observed. X-ray revealed a possible micro-perforation. The lead was explanted when repositioning was unsuccessful.